Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was having issues with the transmitter and sensor. During the call the customer mentioned had had experienced a low blood glucose of 50 mg/dl and then she was 75 mg/dl. Customer stated her transmitter was charging when her low occurred but she was filling shaky, dizzy, and sweaty when she went low. Customer declined troubleshooting for the low blood glucose. Customer is not returning the insulin pump back for analysis.